Event description:
It was reported that an ilet bionic pancreas became unresponsive on a ¿tap button to wake¿ screen; remote restarts via the mobile app temporarily restored function, but alert 53 recurred and the device required replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with cap-touch communication issues that prevented normal interaction with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.